Event description:
It was reported the pt was unable to charge her ipg and she complained of a burning sensation at the ipg site. F/u identified the physician explanted and replaced the ipg with a smaller model on (B)(6) 2013. It was reported the issues were resolved as a result of the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.